Manufacturer narrative:
The initial alert date for this complaint was (B)(6) 2015 when resheathing difficulty was reported. The analysis completed on 6/20/2016 revealed the coil was damaged, and the event met criteria for MDR reporting at that time. (B)(4). Conclusion: the deltapaq was returned for analysis. Very limited information was received. The unidentified microcatheter and the rotating hemostatic valve (rhv) were not returned. Concerning cleanliness only, the microcoil system was returned in almost pristine condition. The system was either not used or was cleaned/rinsed before being returned which may have produced further damage. It is also unknown if the device was improperly handled for returned packaging or was further manipulated and/or inspected post-procedurally. As viewed through the returned packaging, unreported damage of the coil protruding through the sheath was found. Located 41.0 centimeters off the distal tip of the green introducer, the coil and the grey tip coil section protrude outside the sheath for a length of 7.0 centimeters. No mechanical sheath damage was found on the proximal or distal protrusion sites of the coil. Unreported damage of the proximal section of the coil being stretched with compression damage was found at the distal protrusion site. Past the proximal damaged section, the remainder of the coil is undamaged. Located on the top proximal end of the resheathing tool in the open cutout section; the v notch has been fractured with the damaged edges elevated above the surface plane. The locking mechanism has compression and stretching damage. The circumstances of how and when all the unreported damage contained in this report occurred to the device cannot be determined. No manufacturing defects were found. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The complaint of the deltapaq resheathing difficulty was confirmed. It is not possible to determine when the coil damage occurred. While the exact root cause cannot be determined, the evidence as received highly suggests that the most likely contributing factor for the resheathing difficulty may have occurred when the microcoil system was first unlocked for use and the sheath was retracted straight back instead of up at a forty-five degree angle and then back. When the sheath was pulled straight back, the locking mechanism caught the inside of the v notch of the resheathing tool and became embedded. In addition, the locking mechanism may not have been fully disengaged off the core wire. The sheath also caught the v notches extended edges. This produced a binding action between the device positioning unit (dpu), the sheath, and the coil. This binding action produced significant resistance which may have caused the coil and the grey tip coil section to protrude outside the sheath and a portion of the unreported coil damage found. In this condition the coil cannot be resheathed. For optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, ¿hold the introducer sheath (loosely-looped) in the left hand. Keeping the introducer tip near the re-sheathing tool, grasp the distal end of the re-sheathing tool between your left thumb and forefinger. Grasp the clear tab near the end of the introducer sheath body with the thumb and forefinger of your other hand. Gently pull the clear tab of the introducer sheath out and away from the re sheathing tool at a 45-degree angle to unlock the microcoil. Continue to pull the tab until an additional 0.5 to 1.0 inches (1.3 to 2.5 cm) of the translucent material is exposed. Gently fold the translucent tab towards the distal end, and firmly grasp the distal end of the re sheathing tool and the translucent tab between your thumb and forefinger. Caution: if unusual friction is noticed during advancement or retraction of the microcoil system, verify the locking mechanism, or clear tab is unlocked and pulled out from the resheathing tool approximately 1in. (2-3cm).¿ there was no evidence to suggest the event was related to a manufacturing issue; therefore, no corrective actions will be taken at this time. This is an initial/final MDR report. This is 1 of 2 mdrs being submitted for this complaint with associated report numbers of 2954740-2016-00153 and 2954740-2016-00152.

Event description:
As reported by a healthcare professional, during large size aneurysm coiling, a deltaplush (cpl10020430/c36158), a presidio (pc410051730/c29650) and a deltapaq (cdf10051530/c27914) had re-sheathing failure. The procedure was successfully completed, and there were no potential patient adverse event. Multiple attempts to obtain additional information were unsuccessful. The devices were returned for analysis, and the deltaplush coil was found to be compressed, buckled and stretched and the deltapaq was compressed and stretched. Multiple attempts to find out if the damage was related to the procedure or related to post-procedure handling were unsuccessful.